Event description:
It was reported several years post-explant by the patient's father that there was something wrong with the patient's previous vns generator. It was stated that the patient's previous physician had informed him that the vns had malfunctioned. There was no previous indication of a malfunction prior to the patient's explantation surgery. It was previously reported to the manufacturer that the generator was interrogated and found to be at an end of service, or eos, condition. The patient underwent vns generator replacement surgery. No issues were reported with the surgery. The explanted product was received by the manufacturer. Generator product analysis was completed. An end-of-service warning message was verified and found to be associated with the output being disabled by the pulse generator. Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool. A reset of the pulse-disabled bit in the generator memory was performed to allow for an output to once again be provided by the generator for subsequent testing. The battery measured 2.044 volts at the completion of the final electrical test, indicating a near end of service, or neos, = yes condition. The data in the diagaccumconsumed memory locations revealed that 97.795% of the battery had been consumed. Other than the noted events, there were no performance or any other type of adverse conditions found with the pulse generator. No additional relevant information has been received to date.